Manufacturer narrative:
On 14 march 2016 it was prepared a final report with the information already submitted in the intial report. On 18 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 14 january 2016: (B)(4).

Event description:
The patient came in with abnormal swelling and some drainage in her right knee. The surgeon decided to perform and irrigation and debridement and swap the poly insert. The surgery was completed successfully. The explants will not be returned. The pathology confirmed infection but the results will not be available. There are no x-rays.